Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) depending on the lot number used.

Manufacturer narrative:
Correction to d4. Although the actual lot of the product is unknown, since according to the information provided, a design changed product was used, so it was judged to be a product of the new design. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Since it has been confirmed that the distal cover does not come off from the tip of the endoscope if attached correctly according to the procedure in the instruction manual, the loose installation of the distal cover is likely caused by the user's handling (the distal cover was not properly attached to the scope). Evidence to support user handling being the cause is as follows: -as a result of the operation confirmation, it was confirmed that if the distal cover was attached in the correct procedure, it would not come off from the tip of the endoscope. -as a result of the labeling review, the IFU states that insufficient attachment was a factor in handling that caused the distal cover to come off. According to the information provided, it has been reported that there was insufficient confirmation that the distal cover was attached correctly during the pre-use inspection. This factor cannot be completely ruled out as additional information regarding the customer handling of this factors is not available at this time. Evidence to support the actual product satisfies the specifications - as a result of the type test, olympus verified that the distal cover does not come off from the tip of the endoscope in the evaluation at the design change, and confirmed that the product satisfies the specifications. - in the parts supplier's inspection, after attaching the distal cover, apply a load of pushing and pulling to the distal cover, and confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or falling off. The event can be prevented by following the instructions for use which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment name: (B)(6) hospital (edited in respective field due to character limitation).

Event description:
It was reported that during the endoscopic retrograde cholangio-pancreatography (ercp), the single use distal cover and tmedix's tip protection tube were attached to the duodenovideoscope, and when the tip protection tube was removed, the single use distal cover came off along with it, and the scope was inserted into the body without the cover. The doctor injured the patient's stomach wall with the tip of the device and caused minor bleeding. The scope was removed from the patient's body, the tip cover was reattached, and the procedure was completed. The bleeding stopped naturally and there was no health damage to the patient. No additional treatment or surgical procedures were required as a result of the issue and the event did not affect the outcome of the intended diagnosis/treatment. There was no report of patient harm associated with the event. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
Olympus will continue to monitor field performance for this device.